Event description:
Event description guidant received information that several hours after this lead was implanted intermittent loss of capture was noted. A procedure was performed and the lead was successfully repositioned.